Manufacturer narrative:
The device act and esc buttons did not respond due to unlock on lcd keypad connector. No damage on electronics noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive buttons. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. It was indicated that the battery was taken off and set the insulin pump for 24 hours. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.